Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over or under delivery anomaly noted

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 325 mg/dl, 374 mg/dl, 200 mg/dl, 300 mg/dl, 325 mg/dl, 289 mg/dl. The customer treated with the manual injection and pump. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The drive support cap was appeared normal. The customer alleging possible insulin pump under delivery because customer had called about infusion set issues and now it seems like her blood glucose had risen and she was not receiving the insulin. The high performance test was performed and found that no insulin came out of tubing nor had the pump alarm. The insulin pump will be returned for analysis.